Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Correction: in initial report, device manufacture date was inadvertently provided as 12/1/2013, however, the device manufacture date is 11/07/2013. This follow up report has the correct date in section device manufacture date. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Device evaluated by MFR: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a capsule break during surgery and required a vitrectomy. The surgeon did not believe the catalys contributed to these problems during surgery. A sulcus lens was implanted but later explanted. Patient was referred to a retina specialist for further intervention.